Manufacturer narrative:
The investigation for the reported high purge pressure and pump stop issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the returned pump was visually inspected and a kink in the catheter was observed. A syringe was connected with the sidearm and a filter leak was reproduced. The catheter was cut open and blood was observed in the purge line. The cause of the high purge pressure was a kinked purge line. The cause of the pump stop was a kinked purge line resulting in high purge pressure and blood ingress. The cause of the purge leak was sidearm filter damage likely from insufficient adhesive at the edges. Impella cp with smartassist for use during cardiogenic shock and high risk cpi & impella rp with smartassist system instructions for use for the related event are as follows: section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in right heart failure was implanted with an impella rp device for mechanical circulatory support. While on support, there was a high purge pressure that prompted the pc to be replaced. T he rp later stopped. The rp was able to be restarted and then when the pump was explanted due to the stop the rp was seen to have a kink.